Event description:
It was reported that a user¿s ilet therapy stopped dosing during the night, reportedly occurring after supply changes with a reported blood glucose of 279 mg/dl. Engineering log review showed incomplete supply change steps, including failure to complete cannula fill, despite the user¿s assertion that the process was followed. Investigation of this case revealed dosing stoppages temporally associated with supply change events and device records indicating incomplete cannula fill, consistent with a dosing interruption. No clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and completion of troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.